Manufacturer narrative:
Device evaluation of battery charger (B)(4) was completed. Upon investigation however, the charger was unable to charge a battery due to q1 current controlling transistor and y1 crystal oscillator on the bedside board being internally shorted. The root cause for the shorted q1 and y1 could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
During investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery.